Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. The reported patient effect of asd (atrial perforation), as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. Based on the information reviewed, the reported patient effect of asd appears to be related to procedural conditions and there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the atrial septal defect (asd). It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The steerable guide catheter (sgc) was advanced without issue and used without issue. Two clips were successfully implanted, reducing the mr to 1. After removal of the sgc, it was observed that there was a large atrial septal defect (asd); therefore, an asd occluder was implanted for treatment. The patient was confirmed to be stable post procedure. No additional information was provided.